Event description:
According to the reporter: half of trocar valve broke off when placing pediport into pt. The foreign object fell into the abdomen of the pt and had to be retrieved. Co2 leaked throughout the case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).